Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported the syringes appear to be discolored. To aid in the investigation, two samples and one photo was provided for evaluation by our quality team. One sample was in a sealed packaging blister and one photo had no packaging blister. A visual inspection was performed to the sample with no packaging blister. At the bottom of this syringe barrel, there is an embedded brown colored speck. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The same in the sealed packaging blister had no defects or imperfections. The photo provided shows one of the samples received. A device history record review was completed for provided material number 302830, lot 4257225. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. No patient impact.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials: 302830; batch#: 4257225. I am reaching out from (B)(6) hospital. They have some of each received a complaint from one of our areas that use bd's sterile syringes, item that appear to be discolored. I have attached pictures of the items - please let us know next steps.